Event description:
The customer contact reported the clave secondary port broke off; subsequently, a leak was noted. On an unspecified date, the tubing set was to be used to deliver an unspecified volume of normal saline. The customer contact reported that during priming prior to patient use, the clave secondary port on the cassette of the tubing set broke off and an unspecified volume of solution leaked. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.